Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient was in good condition.

Manufacturer narrative:
(B)(6).